Event description:
It was reported the screen hangs on start up with 'please wait' in several languages. It takes a few minutes to load start screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer takes about 1.5 minutes to boot up. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. The system fan is noisy. (B)(4).